Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the prostyle instructions for use precautions section states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. In this case, the advancement attempt against the resistance was circumstantial due to the resistance experienced. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to difficulty removing the device, include, but not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect of dissection is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mild to moderately calcified right common femoral artery was achieved with two prostyle devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly, complete hemostasis was not achieved with the sutures of the first and second prostyle devices; therefore, the suture of a third prostyle device was deployed. When the footplate of the third prostyle device was closed, removal was attempted but the device would not come out of the artery. The prostyle device was attempted to be advanced but it would not move. A vascular surgeon was called in. The footplate was opened and closed again, resetting it, and the prostyle device was able to be removed. A dissection at the arterial wall was noted and was treated with a covered stent. Two proglide devices were deployed to successfully achieve hemostasis. There was a clinically significant delay in the procedure or therapy. No additional information was provided.